Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion and endurant stent graft system was implanted for the endovascular treatment of a 50mm thoracic aneurysm. The patient had an abdominal blood vessel prosthesis. It was reported during the index procedure the device was implanted just below left subclavian artery as scheduled. An endurant (etlw1610c93ej) limb was implanted in the pseudoaneurysm part of distalanastomotic site of the abdominal blood vessel prosthesis. The procedure was completed however it was reported post the index procedure paralysis of right leg occurred. Spinal drainage was performed and right leg and mobility regained. The patient requires further rehabilitation therapy. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.